Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer reported the presence of motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed error alarm due to several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was received slightly loose. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.